Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what was the name of the procedure? Tonsillectomy surgery. What was the procedure date? (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m. Events reported via: 2210968-2021-06739.

Event description:
It was reported that a patient underwent a tonsillectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9,h3. H3 investigation summary: visual analysis of the returned product revealed that one opened sample product code vcp310 was received for evaluation. Upon visual inspection of the returned sample, the suture end was observed to have damaged and was broken due to stress applied. In addition, no damaged caused by surgical instrument or use were observed. The length suture was measured and did not meet the requirement due to returned condition of the sample. The damaged suture defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through quality system.